Event description:
It was further reported that the patient took a nap at 6pm and woke at 10pm and the bed was soaked. This drain was then replaced with a new one. When they injected the alcohol 15-20 mins later it was noticed that the flexima fractured distal to the hub and going forward. The physician felt they retrieved all parts of the device but was unable to confirm that.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Same case as MFR#: 2134265-2010-01732. It was reported that during a percutaneous drainage procedure a flexima drainage catheter fractured. The physician reported that the patient had a procedure which the 10f flexima was used with an agent containing 95% alcohol and the tubing fractured. This was removed and a new drainage catheter was inserted. The following day the physician injected the same agent 95% alcohol. This flexima also fractured in two places. They then used a non bsc device to complete the procedure. The patient remains hospitalized in serious condition.

Manufacturer narrative:
(B)(4).